Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. Reportedly, the paramedics were called and offered to take the customer to the hospital, however, the customer declined to go to the hospital. Customer drank water and apple cider vinegar to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Multiple follow up attempts were performed to complete troubleshooting, however, customer did not respond.